Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had post-reset ram crc alarm, power loss alarm. The customer's blood glucose value was unknown. The customer was assisted with troubleshooting and reported that they received low battery alarm in the history. The customer's mother was reported that the insulin pump screen was white and had replace battery now alarm. The insulin pump will not be returned for analysis.